Event description:
It was reported that the patient had been shocked by the system controller while plugged into the mobile power unit (mpu) almost nightly. The patient stated that they tried to keep the bare metal from touching the skin, which has had limited success. The patient's system controller was exchanged. Log files were submitted for review and there were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Section d4, primary UDI number: corrected. Section h1: corrected. Section h6: corrected. Manufacturer¿s investigation conclusion: the investigation could not confirm the reported user shock while connected to mpu. All log files submitted and downloaded did not show any irregular events or alarms outside of routine power cable disconnect alarms when switching power sources. Exposed metal due to general wear and tear was noted near the ui membrane of the controller. All testing of the device indicates the unit is working as expected and the leakage current from the exposed chassis is within the design requirements for the system controller (3.8 micro amps < 10 micro amps). There were no events that affected the controller¿s ability to operate the pump at the desired set speed. From additional information, there have been no further complaints after exchanging the patient's system controller. A root cause for the reported event could not be determined as there was no functional issue found with the device. The device history record for the system controller (serial number (B)(6)) with were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works,¿ section 3 ¿powering the system,¿ section 4 ¿living with the heartmate 3,¿ and section 6 ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.